Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was observed to have had the clips loaded but would not release. It was noted that a fragment fell into the patient but was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the clip applier instrument was found with both grip tips bent. As a result, the clip could not be properly loaded on the grips, failing the clip test. The root cause of bent-severely instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws. No image or procedure video was provided for review. A review of the instrument log for the medium-large clip applier (470327-12/n10210104 0050 ) associated with this event has been performed. Per logs, the medium-large clip applier was last used on (B)(6) 2021 on system (B)(4), with 98 lives remaining. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that a fragment fell from the instrument inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage and the fragment to fall inside the patient.